Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous anterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.